Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing measurements. The lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).